Manufacturer narrative:
Evaluation results: arterial trauma/dissection/perforation. Guidewire may have caused dissection. Evaluation conclusion: guidewire may have caused dissection.

Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx advantage bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and arteries morphology is unknown. It was reported that before the aneurx bifur was implanted and while the guidewire was being put in, a dissection was noticed in the iliac artery. It was unknown whether the dissection occurred during insertion of the guidewire or it was already present. The aneurx device was implanted successfully and the dissection was successfully treated with a self-expanding peripheral stent. No additional clinical sequelae were reported and the patient is fine.